Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "effusion or fluid around implants".

Event description:
Patient reported right side "effusion or fluid around implants" and exchange of textured devices due to product concern. Patient also reported "fell and hit their right side and experienced pain", which is not device related. Device remains implanted.